Event description:
It was reported that the ventilator became inoperative. The customer was not able to confirm the procedure being performed at the time or if there was patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator, and verified the reported malfunction. The cse replaced breath delivery (bd) central processing unit (cpu) due to error codes. The unit passed all tests, and it was operating within the manufacturing specifications.